Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found that the cover had been damaged. This is indicative of facility personnel bumping the lighthead into other pieces of equipment. A steris tech inspected and confirmed that biomed replaced the broken cover and installed it properly. The unit was tested, confirmed it to be operating according to specification, and returned it to service. The operator manual states (1-4), "do not bump light heads into walls or other equipment." The technician replaced the broken cover, tested the lighting system, confirmed it was operating according to specification, and returned it to service. A steris account manager offered in-service training regarding the proper use and operation of the harmonyair m-series surgical lighting system, specifically avoiding collision with walls or other equipment in the room; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure an end cover detached from their harmonyair m-series surgical lighting system and fell into the sterile field. A procedure delay occurred as the sterile field was re-established. The procedure was completed successfully, and no injury was reported.